Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
During follow up on an unrelated event a peritoneal dialysis patient's nurse reported the patient had a peritonitis event. The nurse reported that the patients event began (B)(6) 2017 when the patient complained of abdominal pain and constipation. The patient went to the emergency room where she was given only lactulose for constipation and antibiotics were not given. Peritoneal effluent culture was drawn and white blood cell (wbc) count was taken. The patient was sent home. Wbc count taken on (B)(6) 2017 was 12,895 and culture was positive for corynebacterium which the nurse believed was due to constipation resulting in touch contamination as she must have not washed her hands adequately. The patient visited the clinic on (B)(6) 2017 when her wbc was 7825. Antibiotics were prescribed. Later the patient had an event that resulted in hospitalization (B)(6) 2018 for a partially blocked catheter that was attributed to omentum blockage. The patient's catheter (not a fresenius manufactured device) was later replaced (B)(6) 2018 to clear the blockage.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Although a temporal relationship exists between the liberty cycler, the liberty cycler set and the reported adverse event(s) of constipation, abdominal pain, hypervolemia, lower extremity edema, peritonitis and subsequent hospitalization, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set and the adverse event(s). The pdrn stated on 5/feb/2018 the peritonitis was due to touch contamination caused by the patient inadequately cleansing their hands prior to performing pd therapy. Additionally, the catheter was found to be clogged by the omentum thus causing the inadequate drains, which in turn caused or contributed to the lower extremity edema and hypervolemia. This file contains no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.